Event description:
Dealer is stating that the right drive tire had spokes are broken out of the box failure, the dealer was not aware of any damage to the box. End user has the chair, but not able to use it.